Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 302mg/dl. Elevated bgs were treated by administering a correction bolus. Customer believes that elevated bgs were a result of eating too much cake.